Event description:
Although no injury has occurrred due to needle spin-out from safety-gard holder, this medwatch report is being filed to support the medical assessment which determined a medical risk due to the potential of a needlestick injury from an exposed sharp.